Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-02680.

Event description:
It was reported that the customer experienced a partial display on her insulin pump. The customer's blood glucose was 162 mg/dl. The customer stated that she was using an (B)(4) aaa battery. Troubleshooting was done. Advised that the customer's insulin pump needed to be replaced. The customer stated that she would call back in order to request a replacement insulin pump. Nothing further reported.